Event description:
Material #: 305197, batch#: 4060205. It was reported by customer that needles contain particle contamination sealed within the packaging and inside the needle hub. Verbatim: complaint received via email(s) attached. Needles contain particle contamination sealed within the packaging and inside the needle hub.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there is particle contamination sealed within the packaging and needle hub. To aid in the investigation, twelve samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects, imperfections or foreign matter of any kind was observed. The two photos provided show some of the samples received. A device history record review was completed for provided material number 305197, lot 4060205. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received. Material #: 305197, batch#: 4060205. It was reported by customer that needles contain particle contamination sealed within the packaging and inside the needle hub. Verbatim: complaint received via email(s). Needles contain particle contamination sealed within the packaging and inside the needle hub.